Event description:
A pt did not achieve the desired ultrafiltration (uf) during a treatment on a system 1000 hemodialysis device. It was reported that during the pt treatment the device gave a transmembrane pressure alarm. The pt's uf goal was 3.8 kg but only removed 0.4 kg. Treatment parameters were: blood flow rate 500 ml/min., dialysate flow rate 800 ml/min., and a 3.5 hour treatment time. The pt was not treated again, there was no pt injury, and there was no medical intervention per the reporting facility nurse.